Event description:
The patient experienced swelling, ecchymosis, and serosanguinous drainage at the vns generator site shortly after implant. The patient was given an antibiotic by his primary care physician in case of infection, however, the neurologist believed that there was no infection and the swelling was due to a hematoma. The swelling was noted to extend to the armpit; the area was warm and firm but not severe with no erythema. No known surgical intervention has occurred to date. No other relevant information has been received to date.